Event description:
It was reported that, this implantable cardioverter defibrillator (ICD) exhibited high shock impedance out of range. Troubleshooting was performed; however, all measurements were in range even under stress movements, there was no noise, no events and no negative patient impact. It was recommended to perform shock test, but it will be under physician discretion. This ICD remains in service. No adverse patient effects were reported.